Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 24 x 4.00 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged on mid-section stent struts with struts lifted. The undamaged crimped stent outer diameter was measured and the result was within the maximum crimped stent profile measurement. A visual examination of the tip showed no signs of damage. The balloon cones were reviewed; and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues with the extrusion shaft. The recommended 0.014 inch guidewire was loaded with no issues. Balloon functional testing was performed during analysis. Using a hand-held encore inflation device an attempt was made to inflate the balloon at rated burst pressure maintained pressure and deflated within 12 seconds, the balloon inflated and deflated without issues. The stent deployed with no issues. The inflation device verified before and after test using druck pressure gage. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 22sep2021. It was reported that stent deployment failure occurred. The target lesion was located in the left anterior descending artery. A 24 x 4.00 promus premier drug-eluting stent was advanced but could not deploy normally. The procedure was completed with a different device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed a stent damaged.